Event description:
It was reported that the procedure was to treat a lesion located in the bifurcation of the left anterior descending (lad) and diagonal arteries. A dual guide wire technique was being used with a whisper guide wire in the lad and a balance middleweight (bmw) guide wire in the diagonal. The 2.5x15 mm xience alpine stent delivery system (sds) was advanced into the lesion; however, after several attempts it would not cross. The sds was reintroduced; however, still did not cross. It was mentioned that over-torquing of the bmw in the diagonal may have led to the whisper guide wire and the bmw guide wire becoming wrapped. All the devices were removed from the anatomy as one unit, without resistance, so that the procedure could be started over. At this point it was observed that the stent implant had dislodged from the sds and was left behind in the mid lad at the area of the 1st diagonal bifurcation. A 2.75x23 mm xience alpine stent was advanced and deployed compressing the dislodged stent to the vessel wall. Flow was not interrupted and the case continued on with the deployment of a 2.5x08 mm xience alpine distally without further issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning as it is still being retained by the hospital. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: whisper, bmw; guide cath: 7fr. The customer reported the device is being retained by the hospital. Investigation is not yet complete. A follow up report will be submitted with all relevant information.